Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed flow rate test twice. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information was received indicating that the problems were all found during testing; there was no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed housing intact. After running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. The expulsor was replaced.